Manufacturer narrative:
Concomitant medical products: product ID: 37602 lot# serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6)) 2019, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that there was not the same output current after ins replacement. The previous ins, which was the same model, had a current of 2.8 milliamps (ma) while the newer ins had current of 3.3 ma. The same programmed parameters were used, and the patient was programmed in constant voltage mode. The hcp believed it to be an unusual situation. The previous ins was still delivering therapy at the time of replacement, and the new ins was turned on immediately after implant. Additional information was received. There were low impedances on electrode pairs 1/2, 1/3, and 2/3 per an interrogation report on (B)(6), the day of ins replacement. These pairs had not been used in programming. After ins replacement, low impedances were still observed on these electrode pairs, but none of the low combinations were being used in programming. No patient symptoms/complications were reported.